Event description:
A (B)(6) male pt contacted zoll customer support to report constant check belt alarms and exposed wires on his electrode belt. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problems (adjust belt or check belt messages and damaged cable or wires exposed) have been confirmed. Upon receipt the electrode belt failed the therapy electrode recognition test, the ECG-c to distribution node cable was pulled form the distribution node with wires attached, and there was an open pulse wire in the distribution node to ECG-b cable. The cause for the check therapy pad messages was the inability to detect all therapy electrodes. The cause for the inability to detect all therapy electrodes was an open pulse wire in the distribution node to ECG-b cable. The root cause for the damaged cable cannot be positively determined but is likely excessive force. The root cause for the open pulse wire cannot be positively determined. No adverse event resulted from the damaged cable and open pulse wire. The pt received a replacement electrode belt.